Manufacturer narrative:
D4 expiration date: 2026-06-01 or 2026-07-01. D4 UDI number: (B)(4). H4: 2021-07-03 or 2021-09-14. H6 additional investigation type code: 4110. Corrections in d4: UDI number, g1, and h3. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Inspection: the articulating surface of the polyethylene insert showed machining marks, multidirectional scratches, and pitting consistent with minimal wear. Overall, the results of the stage I analysis are consistent with a device having iatrogenic damage and a short implantation time. Stage iii analysis was conducted to assess the condition of the polyethylene insert. Stage iii analysis found a low oxidation (oi <1) of the insert at the tab and dome regions. The mechanical properties in the dome region were consistent with the level of oxidation. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a mobi-c device implanted at level c6/7 migrated and caused pain post-operatively; the superior plate had slipped posteriorly. A revision surgery was performed to remove and replace the mobi-c with another mobi-c of the same size.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a mobi-c device implanted at level c6/7 migrated and caused pain post-operatively; the superior plate had slipped posteriorly. A revision surgery was performed to remove and replace the mobi-c with another mobi-c of the same size.